Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional analysis revealed that the overall length of the fiber measured approximately 3.1 meters which was at the low side of the specification for overall length of 3.0- 3.4 meters. This indicates that the fiber most likely broke and the remaining piece of the fiber was not returned. There was a slight burn mark at the break indicating the fiber broke while energy was being applied. There was no damage to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the break was bright, clear and scattered with effective transmission of 37.3%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on july 25, 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100 watt with laser settings of 0.8j and 8hz. According to the complainant, during procedure and inside the patient, the laser fiber broke approximately 5 cm from the distal tip and laser energy misfired through the side which burned the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of fiber broke. Reported event of fiber misfired. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 25, 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100 watt with laser settings of 0.8j and 8hz. According to the complainant, during procedure and inside the patient, the laser fiber broke approximately 5 cm from the distal tip and laser energy misfired through the side which burned the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.